Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by a distributer that the pediatric patient experienced a detached sensor wire which occurred 10 days after the sensor had been inserted in the abdomen. When the sensor was removed, the patient felt pain at the insertion site and was evaluated at a healthcare facility. An x-ray was taken and confirmed that the detached wire remained in the abdomen. There was documentation of medical intervention of a surgical procedure under general anesthesia on (B)(6) 2022. At the time of the report, the patient's pain had subsided. No other details were documented. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, it was reported by a distributer that the pediatric patient experienced a detached sensor wire which occurred 10 days after the sensor had been inserted in the abdomen. When the sensor was removed, the patient felt pain at the insertion site and was evaluated at a healthcare facility. An x-ray was taken and confirmed that the detached wire remained in the abdomen. There was documentation of medical intervention of a surgical procedure under general anesthesia on (B)(6) 2022. At the time of the report, the patient's pain had subsided. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "on 12/12/2022, it was reported by a distributer that the pediatric patient experienced a detached sensor wire which occurred 10 days after the sensor had been inserted in the abdomen."